Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their leadless implantable pulse generator (ipg) was set to "60 and that was too low, I would feel lighted headed and my heart couldn't keep up when working outside, so they changed it to 70, it that was great. I moved and have a new heard doctor and she told me 70 is too fast so she put it down to 60. Now I'm back to it being too low, I'm lightheaded and feel like I'm going to pass out". The device remains in use.  2025-07-14: it was further reported that there was no performance issue with the leadless ipg. It was also noted that the lower pacing rate was increased to 70bpm again. No further patient complications have been reported as a result of this event.